Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete. Patient information was requested; patient gender, age and weight were provided. Patient ID, date of birth and height were not available.

Event description:
The international customer reported the circuit was not disconnected however the device alarmed and displayed proximal line disconnect frequently. There was no patient harm.